Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 271 mg/dl and the sensor glucose was 160 mg/dl. The other blood glucose level was 99 mg/dl. Insulin delivery was suspended due to sensor values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer declined troubleshooting for high blood glucose level. The sensor will not be returned for analysis.

Manufacturer narrative:
The information on common name was incorrect with the initial report. The correct information has been provided with this report.